Event description:
It was reported by patient that following the implant of intraocular lens (iol) in the right eye, patient cannot see out of the eye. Patient stated that she does not feel that the lens is the issue, she feels that her doctor botched her surgery and is responsible for why she can¿t see out of her eye anymore. No further information has been provided. Patient has requested not to be contacted and that the physician not be contacted.

Manufacturer narrative:
Age at time of event or date of birth: no information (ni). Patient did not provide. Date of event: ni. Patient did not provide actual or best estimate of onset date. If explanted, give date: not applicable (na). Lens remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.